Event description:
It was reported that a wet tap had occurred during the patient's drg trial on (B)(6) 2022. A blood patch was performed and the patient had no issues post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d6a should have been oct 17, 2022 instead of being blank in the initial report. This correction is reflected in this additional report 1.